Manufacturer narrative:
The device remains implanted in the patient. With an unknown lot number the manufacturing orders cannot be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 3 of 3

Event description:
The patient had an infection and the plates and screws became dislocated.